Event description:
While placing trocar for patient¿s procedure, it was noted that the tip of one of the trocar was broken. Trocar was removed from the patient and broken bit was retrieved. No harm to the patient.